Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the guidewire, made by another company, did not come out of the related lead. The lead was implanted with guidewire inside. No patient complications reported as a result of this event still as for the present.